Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported 80 false positive results out of 130 results for the sars-cov-2 target on the alinity m resp-4-plex assay. The samples were analyzed twice, once it was negative and once it had a positive result. The customer confirmed they had found an open positive sample in the drawer. The customer confirmed only the negative results were reported outside the laboratory. Therefore, there was no impact to patient management reported. This incident is being reported to FDA because the incident occurred in belgium using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
D1 and d4 updated to correct part and associated part number.

Manufacturer narrative:
B5 updated to include customer notification of additional discrepant results. Investigation into this complaint included a customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The runs involving the reported sample ids (sids) were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. There is no potential amp plate carryover risk for any sids in this investigation after reviewing the plate mapping analysis. The review of the customer data demonstrated that the assay software and the alinity m sars-cov-2 amp kit (list 09n78-090) lot 525860 are performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot 525860 is performing outside of established design performance specifications. The lab identified open tube with positive sample inside the instrument and lab contamination swab result positive are tip drawer as well as adu 4. Instrument contamination was a likely contributing factor to the false positives. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot 525860 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 525860 and its component. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 525860. Complaint history review: a lot specific complaint history review was performed in pilgrim smartsolve (9.1) to identify any similar complaints to the tickets being investigated (B)(4), which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 525860. The complaint history review identified 1 additional complaint related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 525860. The complaint will be individually investigated and dispositioned according to the result of the investigation and the background information provided in the ticket. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 525860 was not identified.

Event description:
On (B)(6) 2022, the customer called back to mention they have still discrepant result. The customer did not identify the number of potential discrepant results. No results were reported outside the lab. The customer reported that all weak positive samples are being confirmed before they are sent out of the lab.